Manufacturer narrative:
Initially, one event was reported by the patient's attorney. However, review of the medical records showed there to be an additional implant. The large oval composix kugel /mesh implanted on (B)(6) was reported to the FDA in accordance with rae-2008004. The medical records indicate that the patient was treated for fistula formation, which is a known possible adverse reaction listed in the IFU. It was also indicated that the patient was treated for an infection. The warning section of the IFU states: see scanned page. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The initial attorney report alleged pain, infection, fistula, additional surgical intervention, and explant. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2003 - repair of incarcerated incisional hernia with one large oval composix kugel mesh, which was reported to the FDA in accordance with rae-2008004 and one medium oval composix kugel mesh. Lysis of multiple small bowel adhesions and repair of a fairly significant laceration of the small bowel were also performed. Initially, the large oval mesh was selected for repair, however it was not large enough for the defect, and the medium oval mesh was selected and "piggy-backed" with the larger mesh. On (B)(6) 2004 - excision of subcutaneous wound fistula. It was noted that there was no evidence of an abscess, small bowel fistula, or hernia. On (B)(6) 2004 - excision of enterocutaneous fistula and infected composix kugel meshes. The mesh was noted to be directly involved within the fistula. A severe inflammatory reaction of the serosa was also noted. On (B)(6) 2004 - exploratory laparotomy with release of small bowel obstruction, lysis of massive intra-abdominal adhesions, and small bowel resection with primary anastomosis. When the surgical staple were removed a copious amount of liquid stool extruded from the abdomen. The perforation was identified at the site of the previous fistula.